Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-sep-24. The rep scheduled to see the patient last week in order to gather information. The patient cancelled the appointment. They had an injection from the healthcare professional (hcp) a few days prior to the appointment and cancelled with them because the patient said the injection fixed the problem they were having. That is all the information the rep has at this time. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had been having a lot of pain and the implantable neurostimulator (ins) was making things worse. The patient also reported that she was having problems with their ins and in the last few months, she had been experiencing balance issues and was falling a lot. It was noted that the patient fell into a wood pile about eight weeks prior to the report and aggravated her back. An x-ray was taken; it showed that both the ins and leads were still in place and had not moved. Since the time the patients back had been hurting more, the patient would turn up the stimulation; it helped her pain, but there was constant stimulation in the leg muscles which ¿caused her leg to lock up¿. The patient described it as a charlie horse and the muscles were getting really fatigued and irritated. All of these issues were discovered within the last few months prior to the report. In the end, the patient¿s healthcare professional (hcp) wanted the patient to meet with a manufacturer representative (rep) so they can reprogram the device and fix the problems. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the balance issues and the constant stimulation in their legs had not yet been determined. They had met with a manufacturer representative (rep) for reprogramming but the issues still were not resolved. No further complications were reported or anticipated.